Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was being placed into the patient's left radial artery. During insertion, the catheter was being advanced when the spring wire guide unraveled. As a result, everything was removed as one and a new kit was used and placed into the patient's right radial artery. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire unraveled during use was confirmed. One used radial artery catheterization device was returned. The guide wire handle was in the retracted position. Microscopic examination found that the guide wire was unraveled starting inside the needle and that the weld was missing. The core wire was bent near the point of separation which is characteristic of withdrawal against the needle bevel. Additionally, damage was observed on the needle bevel. The guide wire / handle drawing specifies the nominal length of the guide wire at 4 9/32 inches. The length of the core wire measured 3 inches. Therefore, an approximately 17/32" length of the core wire and an indeterminate length of coil wire were missing. The instruction booklet provides instructions for using the radial artery device. The IFU directs the user to trial advance and retract the guide wire through needle to ensure proper function before use. The instructions caution not to force feed the guide wire if resistance is encountered. The IFU also states "do not retract guide wire against the edge of the needle while in vessel to minimize the risk of guide wire". Other remarks: a device history record review was performed and did not reveal any manufacturing related issues. Based on a bend near the end of the separated core wire and damage to the needle bevel. It appears that the guide wire was withdrawn against the needle bevel. Therefore, operational context appears to have caused or contributed to this event. No further action will be taken.